Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition to the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. A review of the device labeling was completed. Hyphema and decreased vision are identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Hyphema is a known complication of intraocular surgery and generally resolves without permanent damage. There are numerous factors that may contribute to postoperative hyphema including but not limited to; patient history, medication use, user issues, and operational context. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference #(B)(4).

Event description:
The surgeon initially reported that the istent surgical procedure was aborted due to too much bleeding. Clinical follow-up was requested and on (B)(6) 2018 the surgeon provided the following additional details: the patient presented postoperatively with recurring/persistent hyphema with decreased visual acuity requiring secondary intervention. An anterior chamber washout was performed 1-2 weeks post original surgery date. Additional information will be requested.

Manufacturer narrative:
A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of intraocular surgery. The instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. If intraocular pressure is not adequately maintained after surgery, the surgeon should consider an appropriate medication regimen to reduce intraocular pressure. The cause of the iop elevation was due to a hyphema described as rbc layering in the anterior chamber. MFR reference #(B)(4).

Event description:
Clinical follow-up was requested and on 03/29/2018 the surgeon provided the following additional details. The cause of the iop elevation was due to a hyphema described as rbc layering in the anterior chamber required an anterior chamber washout one week post-operatively. The patient was on an anti-coagulant medication pre-operatively and the medication not held prior to surgery. The patient is currently working with an orthoptist ophthalmologist for vertical strabismus. The adverse event was reported to have resolved.